Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Device not returned.